Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro coating on the jaws was separated or delaminated from the jaws itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No signs of clinical use or evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for the confirmed failure are being managed in our CAPA system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro coating on the jaws was separated or delaminated from the jaws itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.